Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended new pain occurred and the patient feeling unintended stimulation in an area that is not targeted for therapy have been ruled out. Additionally, migration was ruled out. The stimulator is used to treat pain.  The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported more pain following a reprogramming session. The patient was instructed not to use the device for a week and the device was reprogrammed an additional time. After reprogramming, the patient is increasing their medication and the doctor will give them an injection.

Event description:
The patient reported more pain following a reprogramming session. The patient was instructed not to use the device for a week and the device was reprogrammed an additional time. After reprogramming, the patient is increasing their medication and the doctor will give them an injection.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when unintended new pain occurred and the patient feeling unintended stimulation in an area that is not targeted for therapy have been ruled out. Additionally, migration was ruled out. The stimulator is used to treat pain.  The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.